Event description:
During use of the 5fr. Avanti sheath it was reported that the hemostasis valve separated from the sheath during removal of the short 3j guidewire. The patient is a (B)(6) male, approximately (B)(6). The device looked normal from the package. The product was properly inspected and prepped and no anomalies were noted. Set up and femoral access was all very smooth. The guidewire passed through the sheath without obstruction for sheath insertion. It was when the wire was removed that the bleeding became pulsatile from the sheath. A quick assessment of the sheath was performed to see where the bleeding was coming from. It was noticed that the valve was completely gone. Then the physician tried to rewire the cannula to see if he could retain the same arterial site but when he met resistance in the sheath with the wire and the entire system was removed. Hemostasis was obtained and after 15- 20 minutes and the physician was able to make another right femoral artery access with new sheath kit. Another sheath from the same box /lot was used for the second stick without incident. The patient did develop a slight hematoma. There was no treatment for the hematoma as it was ¿mashed up¿. The event did result in some significant blood loss to the patient, prolonged procedure time having to hold manual pressure, second arterial stick for the patient and loss of the use of closure device. The valve could not be found on the field post procedure. Also the table, wire and patient area were inspected for the valve.

Manufacturer narrative:
A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During use of the 5f avanti sheath, it was reported that the hemostasis valve separated from the sheath during removal of the short guidewire. The device looked normal from the package. The product was properly inspected and prepped and no anomalies were noted. Set up and femoral access was all very smooth. The guidewire passed through the sheath without obstruction for sheath insertion. It was when the wire was removed that the bleeding became pulsatile from the sheath. A quick assessment of the sheath was performed to see where the bleeding was coming from. It was noticed that the valve was completely gone. The physician tried to rewire the cannula to see if he could retain the same arterial site, but he met resistance in the sheath with the wire and the entire system was removed. Hemostasis was obtained, and after 15 - 20 minutes and the physician was able to make another right femoral artery access with a new sheath kit. Another sheath from the same box /lot was used for the second stick without incident. The patient developed a slight hematoma. There was no treatment for the hematoma as it was ¿mashed up¿. The event did result in some significant blood loss to the patient, prolonged procedure time having to hold manual pressure, second arterial stick for the patient and loss of the use of closure device. The valve could not be found on the field post procedure. Also the table, wire and patient area were inspected for the valve. A non-sterile avanti + 5f std w/gw cannula sheath and a non-sterile vessel dilator were received for analysis inside a plastic bag. Per visual analysis, the vessel dilator was received with no damage. However, the cannula sheath body was received kinked / damaged at 1.2 cm from hub. Besides, the hemostasis valve seemed to be missing from the sheath hub. Blood residues were observed. No further anomalies were found. The cannula sheath body od and ID were measured and results were found within specification. A functional analysis was performed to the non-sterile csi unit received. The csi cannula cap was removed from its place from hub thread and hemostasis valve was found folded /tucked / sank inside the cannula hub. Blood residues observed inside the cannula cap. The hemostasis valve, the cap and cannula sheath were washed in order to reassemble the cap on place to perform functional analysis. After the valve was replaced in its correct position, the vessel dilator was inserted through the csi and it could pass through the csi without any difficulty. Then, a guide wire was successfully passed through with no damage. No resistance was felt or experienced either. Besides functional analysis, it was possible to reproduce the failure exhibited on the returned unit on a piece taken from production floor. The gasket was removed from its original position by pushing it with the vessel dilator with excessive force applied in an area distant from the valve cuts. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The complaint reported by the customer ¿cardiology vascular access-hemostasis valve/hub- separated¿ was confirmed due the csi hemostasis valve being found removed from its original position. The reported missing hemostasis valve was found folded /tucked and sank inside the cannula hub. The root cause of the anomaly could not be conclusively determined; however, inserting the vessel dilator with excessive force in an area distant from the valve cuts may have contributed to the complaint. Neither the analysis nor the DHR review results suggest that the reported failure is related to the manufacturing process. The particular conditions of the medical procedure may have contributed to the problem experienced by customer. The csi manufacturing process was reviewed and there were no tools, equipment or product handling that could cause the hemostasis valve separation from hub, or other type of damage on the csi unit. In addition, controls are in place to prevent this type of failure from leaving the facility. No corrective or preventive actions will be taken at this time since functional analysis was successfully performed to unit received and there does not appear to be a design or manufacturing issue related to the complaint.